Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customer's blood glucose (bg) level was impacted (250 mg/dl). The customer took a manual injection and reverted to the use of insulin pens for alternate insulin therapy. During troubleshooting with tandem technical support, the customer reloaded the same cartridge.